Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked case near display window corners, cracked reservoir noted during visual inspection.

Event description:
It was reported that the customer's insulin pump was not delivering insulin properly and she was at that the diabetes center where they told her to request a replacement. The caller also mentioned that the insulin pump was damaged near the reservoir area. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.